Event description:
It was reported that the patient had a titan implant that ruptured. The physician replaced the cylinders with (B)(6) cylinders. At a later date, another procedure was performed to replace the genesis pump with a (B)(6) pump. Current cylinders appear to be an impending erosion at the tips, so the cylinders and pump were both replaced with (B)(6) components, but a coloplast reservoir remains. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).